Event description:
An infusion pump with a 538 failure code. The hospital rep stated to the baxter service facility that they have no record of any pt incident involving the pump since the last baxter service event.